Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a revision procedure on (B)(6) 2026 [related manufacturer reference number: 1627487-2025-05497], one of the leads pulled out of position. As a result, the lead was replaced. While connecting the leads, an impedance issue was found with one extension. As a result, the lead extension was replaced. Therapy was restored post-operatively.